Event description:
During saphenous vein harvesting procedure, the surgeon had experienced partial tunnel collapse but was able to complete the case without replacing the unit. No patient complications were reported.